Event description:
An optometrist reported a case of bilateral under correction, observed at thirteen weeks post lasik treatment. Reporter indicated patient was hyperopic prior to treatment and requires monitoring to allow the eye to become stable. Reporter indicated enhancement would be performed once prescription is stable and repeatable. Pt noted decreased visual acuity in the distance. There are two related reports for this patient. This report addresses the patient's right eye, and another MFR report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested: attempts to obtain add'l info have been made. No new info has been received. (B)(4).